Event description:
On 07/16/06, a pharmacist contacted lifescan (lfs) on behalf of a lay pt alleging that the pt was unable to obtain a result on his fast take meter. The medical affairs specialist (mas) spoke with the pt's sister on 07/17/06 to obtain/verify the following info: the sister said the pt was unable to fully insert a test strip into the test strip port. She said it was "like something was blocking the test strip insertion". She said the pt normally takes 6 units of insulin in the am and 9 units in the pm; he does not adjust the dose based on his meter readings. The sister said the pt was hospitalized in ICU two weeks ago for hyperglycemia. She said the pt had not been able to test with his meter at that time. In 2006 the pt's mother took him to the ER because his feet were swollen. The sister said the pt had not been able to obtain a meter reading and he was not taking his insulin as ordered. A result of "almost 500" was obtained on the hosp device. The pt was treated with IV fluid and insulin and released to home after several hours. The sister advised the pt to take the reported meter to the pharmacy to have it checked. The pharmacist was unable to obtain a result and contact lfs. The customer care advocate (cca) confirmed a test strip port issue, rather than external wand port issue (as noted in the complaint documentation). The meter was replaced via field exchange at the pharmacy. The sister said the pt tested with the replacement meter 2 days post hospital treatment and obtained a result of 108 mg/dl. The complaint is reported because the pt was hospitalized in ICU and treated in the ER for hyperglycemia on two separate occasions while he was unable to obtain a result on the lfs product.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.